Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed that there was a leakage at the instrument channel port. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the balloon water supply port of the distal end was cracked. This device is an olympus asset and there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event may have cracked the balloon water supply port of the distal end due to external forces applied by handling. External forces may have been affected by aging, as the device was manufactured on march 4, 2015, and about 6 years have passed since it was manufactured. Omsc determined that product or manufacturing causes will not cause the reported event and there is no problem with product safety. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.